Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was completely blank. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the screen was completely blank. The device powered on properly, and the touchscreen was functional; however, the display did not show anything on the screen. The customer requested the replacement liquid crystal display (lcd) assembly, switch printed circuit board assembly (pcba), lcd cable, user interface (ui) to lcd cable, ui pcba, lcd tray, and m2x3 socket screw to be shipped under contract to the biomedical engineer (bme) to repair the device. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 18may2025, 30may2025, and 13jun2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.